Manufacturer narrative:
An investigation performed using a stereo microscope revealed surface damage and that the correct material was used. Further observation determined there were no indications of material or manufacturing defects. It was not possible to calculate the complaint rate, or review the DHR or risk file since it is unknown what caused the infection or allergic reaction. It was not possible to conclude the root cause for the infection or allergic reaction based on the test results and the provided information. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: MDR: 9610905-2018-00332. Reference exemption number e2017029.

Event description:
It was reported that the plate was removed due to patient condition.